Manufacturer narrative:
Unit received with an energizer alkaline battery installed. Unit passed the displacement test. Unit alarmed motion sensor test failure during the rewind test due to corroded motor home switch. Unit was also unable to prime during the prime/compromised force sensor system test and alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the self test, unexpected restart. Error test, stop (idle) current and run current measurement tests, off no power alarm test, occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly, compromised force sensor system alarm and motion sensor test failure alarm. Unit uploaded properly using carelink. During visual inspection, the electronic assembly was corroded. Unit had a puncture hole in the pump case by the customer, debris on the lcd glass, cracked case at display window corner, missing address/serial number label, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was unknown. The reporting party did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The death template was not completed as the customer's next of kin could not be contacted. The insulin pump was returned for analysis.